Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced error 810:15. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was patient involvement, but there were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the reported condition of a colleague infusion pump with failure code 810:15 was confirmed but not duplicated during product evaluation. The root cause was not identified by quality engineering but was determined by technical services to be due to the pump head module. The pump will be repaired and tested before device return to the customer.